Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a door failure. A field service engineer cleaned the latches and applied conductive grease to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.